Event description:
Pt had placement of polylactide, absorbable interbody device -cage- in 03 at l4-5. Reformatted lumbar CT in 04 shows non-union at l4-5 with large vertebral body bone defects in the area where the cage was placed. Not only does it appear to have non-union but it appears to have created bone destruction. Physician is planning revision surgery in 04 and could obtain biopsy or specimens for analysis at that time but physician needs to know asap.